Event description:
Patient reported the adhesive plaster is wet. Patient alleges they think the leakage is coming form the needle but they are not sure. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.